Event description:
It was reported by repair work order that there was no power to the bed due to the power cord being damaged. It was also reported that hi/lo function could have been affected due to a damaged motion interrupt pan. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.